Event description:
Additional information was received indicating reprogramming was performed.

Event description:
During a remote follow up, far field p wave and noise oversensing were observed on the right ventricular (rv) lead. Lead insultation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.